Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction/additional information/device evaluation. H6: event problem and evaluation codes - additional. H6: event problem and evaluation codes - conclusion codes - correction to remove 71.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of loss of connection. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #02 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #02 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).